Manufacturer narrative:
The device is not being returned to the MFR. The investigation is currently underway.

Event description:
It was reported that the device was kinked when it was removed from the pt. The (B)(6) female was undergoing a pta stenting procedure of the left superficial artery. The lesion was moderately calcified and highly tortuous. The rate of the stenosis was 100%. The pt had a crooked leg. Approach was made from the right femoral artery. Dilatation was conducted using a balloon catheter. A second device (complaint unit) was delivered for additional pre-dilation, but there was friction when it was crossing over the left external iliac artery. Reportedly, approximately 20 cm of the device was out of the distal end of the guiding sheath. When the device was removed from the pt, it was noted that the shaft was broken. The shaft was broken inside the guiding sheath. The distal part of the device was removed safely with the guidewire. None of the device remained in the pt. Additional pre-dilation was conducted with a third balloon catheter. When a stent system was being inserted into the hemostasis valve of the sheath introducer over a 0.014" guidewire, the distal tip kinked. The physician stopped using this device. The guidewire was exchanged for a 0.035" guidewire and a new stent system was used. The stent was implanted at the target lesion. The procedure was finished successfully. There was no pt injury reported.